Event description:
It was reported that a plate broke inside the pt. Due to this, the pt had to undergo an unexpected revision surgery. The plate was removed from the pt.

Manufacturer narrative:
Investigation in progress but not yet complete.